Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report damage to the insulin pump. Customer's father stated that the bottom of the pump came off. Customer's father reported that the customer is experiencing high blood glucose levels. Customer's blood glucose reading was 500 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.